Manufacturer narrative:
The investigation has been completed for the reported issue of priming issue. The device was returned for evaluation. The device functioned/operated to specification. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. It was reported a failure to prime the device. As a result, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.